Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Asku. Section d6b: if explanted, give date: not applicable, as no indication that lens was explanted. Section h3- no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two cases where the pre loaded intraocular lenses (iols) w/simplicity had extremely sticky haptics. The first case the doctor spent several minutes trying to get the trailing haptic off the optic. It was learned that there was patient contact in this event. It was stated that there was no extra maneuvers done to position or remove the lens. These were standard cataract surgeries. The haptics were firmly attached to the optics of the lenses after being placed into the patient's left eye. For this event, the haptics was able to be released after multiple attempts at releasing them using a lens manipulator and irrigation & aspiration handpiece. The lens remains implanted . No other information was provided. This MDR report pertains to the first case. A separate report in another file will be submitted for the second case.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed several complaint folders were received for this po. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Conclusion: based on the evaluation performed, it is not possible to determine a product malfunction and/or product quality deficiency or identify a potential cause. A nonconformance was opened for this issue and corrective actions will be implemented as required by the nonconformance. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.